Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the original implant date unknown. Patient had pain in her hip and high metal ion levels. Patient did have some pseudotumor around the joint. Head/neck taper corrosion was present. Patient also had a metal liner in her cup. We removed the liner, hole eliminator, and head. There was no corrosion present in the cup. A 52+4 10 degree liner was placed with a 36+12 ts ceramic head. Doi: unknown, dor: (B)(6) 2021, affected side: unknown hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: a device history record (mre) review, was not possible because the required lot code was not provided. H10 additional narrative: